Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery or motor error alarms on the device. There was no cosmetic damage. The motor was tested outside of the device and passed. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised halfway through the bolus delivery they received a no delivery alarm. Customer advised the drive support cap appeared normal. Customer received motor error alarm during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.